Event description:
After an implantation time of about 54 months, it was reported that the ICD had been in eos state during the last follow-up. The device could not be interrogated. No worsening of the patient's state of health was reported.

Manufacturer narrative:
The ICD first underwent an electrical incoming goods check. This confirmed the clinical complaint, the ICD could not be interrogated. It was then opened. The visual inspection of the internal structure did not show any irregularities. The battery voltage was measured, the battery proved to be discharged. The power consumption of the electronic module was examined and proved to be normal. The electrical module was connected to an external voltage source and underwent an electrical function check. The antibradycardic output signal was ok and matched the programmed values. A fibrillation signal was fed in, and the module reacted according to specification with a defibrillation shock. The specified energy level was reached. The power consumption of the electrical module under load continued to be normal. The electrical module functioned according to specifications. There were no indications of a malfunction. Next, the battery was returned to the manufacturer for analysis. The examination found microscopic damage to an insulation pocket, which led to an additional discharge of the battery, and thus to the clinical observation. In summary, the clinical observation is due to a minimally increased self-discharge of the battery. This is, however, not a systematic device behavior.